Manufacturer narrative:
It was reported that the valve above syringe stuck closed. Luer lock tight as can be. No fluid will flow, valve does not open. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Valve above syringe stuck closed. Luer lock tight as can be. No fluid will flow, valve does not open.